Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip of the device could not open at the jaw during the endoscopic hepatectomy.

Event description:
It was reported that the clip of the device could not open at the jaw during the endoscopic hepatectomy.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73f1800759 was manufactured on 07/01/2018 a total of 288 pieces. Lot was released on 07/20/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was able to load and was successfully applied to over-stressed surgical tubing. However, it was observed that the bottom jaw was not fully opening. This was repeated with the same result for the next clip. On the third attempt, the clip was unable to load properly , and the rotation tab became bent. The next clip, which was already in closed condition also fell out of the channel. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. A clip with a broken hook was found in the channel. The proximal end of the feeder was bent slightly due to the clip stacking. The jaw opening gizmo (jog) was disengaged from the device. It's possible that the jog became disengaged due to the clip stacking and attempts to continue to fire the device. The sample was received with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. The broken ratchet caused the clips to come out of position and prevented the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break but nc 70018423 has been opened to further investigate this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The broken ratchet caused the clips to come out of position and prevented the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue. The reported complaint of "not opening" was confirmed based upon the sample received. One device was returned. Upon functional inspection, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was able to load and was successfully applied to over-stressed surgical tubing. However, it was observed that the bottom jaw was not fully opening. This was repeated with the same result for the next clip. On the third attempt, the clip was unable to load properly , and the rotation tab became bent. The next clip, which was already in closed condition also fell out of the channel. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. A clip with a broken hook was found in the channel. The proximal end of the feeder was bent slightly due to the clip stacking. The jaw opening gizmo (jog) was disengaged from the device. It's possible that the jog became disengaged due to the clip stacking and attempts to continue to fire the device. The sample was received with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. The broken ratchet caused the clips to come out of position and prevented the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue.